Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of failed battery test and weak battery alarm. The customer's blood glucose reading was 19 mmol/l. The customer was worried that the pump was not delivering insulin properly. The customer stated that the pump alarmed after new battery inserts. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation; no low battery alerts, failed battery test or weak battery alarms noted. The insulin pump was received with operating currents within specifications and passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with minor scratches the on the lcd window.